Manufacturer narrative:
Company rep evaluated the system and found the system fan was disconnected. Correction included reconnection of the fan and replacing a capacitor on the motherboard. Unit was calibrated and safety tested to specs.

Event description:
Customer reported the panorama central station shut down during a power outage and would not reboot, which may have affected telemetry monitoring. No pt injury was reported.